Manufacturer narrative:
Concomitant medical products: d354drg ICD; implanted: (B)(6) 2011. The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead.

Event description:
It was reported a lead integrity alert showed the lead displayed noise. It was also reported there was a steady and gradual increase in the sensing integrity counter and it was high. Additionally, the right ventricular lead was sensing the right atrial channel. It was suggested to hospitalize the patient for further testing. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting the lead was abandoned and replaced.